Event description:
It was reported by the patient that the doctor had received a care alert from the carelink monitor that her lead impedance was "off" due to a lead fracture. The patient was reportedly advised to go to the nearest emergency room. The patient was fitted with a life vest and her implanted system was turned off; although the patient reported hearing the device alarm each morning. The patient has been scheduled for a lead revision. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.